Event description:
CT scanner malfunctioned during a scan. On the machine console, it said that it was scanning when in fact it was doing nothing. The machine had to be rebooted in order to get it to function correctly. The pt had to be rescanned in order to complete the study. Pt exposed to additional radiation unnecessarily.